Event description:
Dealer called stating both of the back support brackets are cracked.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.